Event description:
It was reported that a cartridge alarm occurred. The customer's blood glucose level was not provided. Customer was unable to load a new cartridge. The cartridge alarm occurred multiple times in a row, customer is going through load process correctly with no issues identified.the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.